Manufacturer narrative:
(B)(4).

Event description:
Procedure: c-section. According to the rptr: the needle tip broke off in pt and could not be located. There was no determination from customer as to location of needle and whether it's in the pt cavity or not. There was no bleeding of 500cc or more. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. The incision was not extended by more than one inch. The procedure was not converted to an open procedure. It was not specified if the pt was x-rayed to determined needle location.